Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple attempt were made to obtain additional information but no response was received.